Event description:
It was observed that during the device evaluation, the jet tube and scope cover of colonovideoscope exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the presence of foreign objects in the jet tube and scope cover was attributed to failure to follow instructions. The issue can be detected and prevented by adhering to the instructions for use, which state that products containing silicone can lead to deposits of white foreign material. Silicone is commonly found in substances such as simethicone (a defoaming agent) and lubricants. If these products were used, there was a risk that foreign material remained in the channel, even if reprocessing was performed according to the IFU. Because simethicone and petroleum/oil/silicone-based lubricants are non-water soluble, olympus does not recommend their use. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.